Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, value not provided, and went into diabetic ketoacidosis multiple times. Reportedly, pump was not delivering boluses when requested. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.